Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, aux drawer 3.2, pocket a6 hardware was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple cubie pockets failed. A field service engineer (fse) found that ¿read, write error¿ on cubie pockets. Fse unload and reload medication on bad cubie pockets. Fse assisted customer inventory all cubie pockets on drawer that having issue. Fse corrected inventory on bad cubie drawer. Test and able to access all pockets on that drawer. The system functioned as intended after the field service engineer repaired the device.